Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using a star close se device after a percutaneous coronary intervention (pci) procedure with a small-bore sheath. Reportedly, after completing all four steps, hemostasis was not achieved as physician believed the clip may have been deployed on the fat tissue. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported clip malposition could not be confirmed as the device was returned with the clip not deployed still loaded on the clip applier. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. The returned device condition indicated the sheath was not properly connected to the clip applier, this likely contributed to the reported ¿physician believed the clip may have been deployed on the fat tissue¿. It should be noted the starclose instruction for use, closure procedure section, step 5 states: click1: connect the starclose exchange sheath to the clip applier. In this case, since the returned device condition indicated the sheath was not properly connected to the clip applier, this likely contributed to the reported ¿physician believed the clip may have been deployed on the fat tissue¿. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.